Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the IV infusion pump turned off unexpectedly without giving an alarm while infusing IV antibiotic clindamycin. The device did not alarm and there was no onscreen message. It was noted that the devices' metallic connectors have signs of some corrosion. There was no patient harm.